Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the pull-wire detached from the handle after a 1cm stone was captured. A soehendra lithotriptor handle was then used to crush and remove the stone and extract the trapezoid rx lithotripter basket from the patient. Reportedly, no stones were captured/crushed prior to the event.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.